Manufacturer narrative:
Additional information: upon further review it was noted that section h3: device evaluated by manufacturer box was inadvertently not indicated in the initial report # 3012236936-2022-02857 submitted. Field below updated to correct this info. Section h3: device evaluated by manufacturer: yes. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable as the device was not implanted. If explanted, give date: not applicable as the device was not implanted therefore not explanted. Device evaluation: product evaluation was not performed because the product has not been received. The complaint issue reported could not be confirmed and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts have been made to obtain the missing information. However, to date it has not been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
Customer reported that when they inserted the intraocular lens (iol) into the patient¿s eye they noticed the optic was torn. The iol was cut out of the eye. There were no injuries reported. No vitrectomy, sutures, or incision enlargement. A backup iol of the same model and diopter was used to complete the procedure. No further information was provided.